Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks on the hypotube at 29.5cm and 63cm from the hub. Microscopic examination revealed damage to the tip and a longitudinal tear in the balloon 6mm from the tip that is approximately 10mm long. There is contrast present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. A 3.75mm x 8mm quantum maverick balloon catheter was returned without any reported issue. However, returned device analysis revealed longitudinal balloon tear.